Event description:
Boston scientific received information that the right ventricular lead was reportedly dislodged and nearing a possible perforation of the right ventricle. The patient with this lead endured pain associated with pacing. A revision procedure was performed and the rv lead was explanted. No new rv lead was implanted during the procedure and the device system was reprogrammed to aair. No adverse patient effects were reported during the procedure. The lead was expected to be returned for reliability analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume that the cuttings resulted from medical instruments used during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.